Event description:
A surgeon reported that during intraocular lens (iol) implantation, one haptic "was teared off" (detached). Three days later, the iol was exchanged. No further information is expected.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). Other haptic was bent-distal area. Optic was torn/split/cracked (possibly cut) from the edge toward the center. The returned cartridge did not show evidence of being securely seated in the handpiece. Delivery attempts made with cartridges that are not securely seated can allow improper plunger deployment inside the cartridge and can result in lens damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. No further information is expected. (B)(4).